Event description:
The recipient reportedly experienced suture dehiscence 9 months following surgery. The recipient was treated with amoxicillin. The recipient's device extruded and caused biofilm. The recipient ceased device use. The recipient's device was explanted. The recipient is doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's device was reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted.  This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.